Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient and then the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device, multifunction cable (mfc), and CPR-d adaptor were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including functional testing, stress testing, and bench handling without duplicating the report. Visual inspection of the contact pins on both the mfc and CPR adaptor yielded no findings. The receptable was replaced as a precaution. The device was recertified and returned to the customer. Review of the log showed the device charged, but then an error occurred and the device disarmed the charge. After the device was power cycled, it was able to charge and discharge successfully. Later in the log, multiple successful charges were recorded, followed by user-initiated disarms. Analysis of reports of this type has not identified an increase in trend.